Event description:
It was reported that the pump battery could not be charged with a non-tandem wall adapter and usb cable. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.